Event description:
It was reported to medtronic minimed that the customer reported cyber hacking with pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and pump not working properly as it should and further details cannot be narrated. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No product return is required for mmt-1885.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test,prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches.[per (B)(4) conclusion: based on carelink report review, the pump performed as expected and no evidence of a cyber-attack was found.(please see attached cybersecurity assessment results).]the following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the up, down, left, right, select, back and graph buttons, and a dented retainer ring. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Perform the history review 1 week prior to the event date 30-jul-2025 in the pump history file and found 3 nodelivery (7) alarms on 07/25/2025 (during bolus), 1 nodelivery (7) alarm on 07/26/2025 (during basal), and 3 lost sensor alerts on 07/27/2025.the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (24.4 mv). The pump passed the functional testing. Software error-cybersecurity - hacking allegation not confirmed. Damage-retainer ring damage confirmed (found a dented retainer ring during visual inspection). For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.